Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 6.5 cm to 7.0 cm from the connector pin due to friction to the device can. The distal insulation was damaged as a result of an over torque condition which consequently caused an electrical short circuit. This would account for the reported noise.